Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 21 mg/dl. Bg level was addressed by administering a glucagon injection. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer went to the emergency room (ER) on (B)(6) 2023 for four to five hours. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the ER on 02/15/23 with no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. No additional patient or event information was available.